Event description:
On 18-feb-2025 pentax medical became aware of event involving a model ec38-i10f, serial number (B)(6) video colonoscope in china within the apac region. During an endoscopy, a leak occurred on the remote button of the endoscope. The endoscope was replaced and the endoscopy was completed, but the endoscopy time was extended and patient suffering increased. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Pentax medical apac performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 11-mar-2025. - the report mentions "increases patient suffering and extends examination time.". Does this indicate that there was a possibility of the examination being extended and the pain increasing, or did the patient actually report physical pain? Additionally, was the examination time actually extended? Due to change the device, it prolonged the time. Because the patient underwent the examination under non-anesthetic condition, this might have increased the pain of the second operation. But no harm caused to patient. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: b4: date of this report. D8: was this device ever serviced by a third party? D9: is this device available for evaluation? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information. D4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: the event that occurred involved leakage from the remote-control button. A pentax engineer consulted with hospital staff and confirmed the malfunction during use. Fortunately, no harm was caused to the patient, and the procedure was completed using a backup device. The remote-control button was constructed from rubber material. Repeated use over time may cause the rubber outer shell of the button to wear down, potentially allowing water to enter during reprocessing and resulting in device failure. Based on the investigation, a potential root cause of this failure was identified as deterioration of the rubber material due to repeated use. However, a definitive root cause could not be confirmed. The device was repaired by a third-party service provider and returned to the hospital. The hospital was advised that, during routine device maintenance, if any accessories are found to be damaged or show signs of wear, they should be replaced proactively to ensure proper device performance. Investigation completion and return date: 04 mar 2025. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 20-jan-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 15-feb-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.